Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that four days following placement of a smiths medical portex® ultraperc® tracheostomy tube a cuff leak developed. The patient was ventilated and the cuff was reported to be re-inflated but continued to deflate leading to the patient developing transient respiratory distress. Subsequently, the patient was required to be re-sedated, paralyzed, and fully ventilated while a new trach tube was placed. It was reported that following removal of the tube, the leak was confirmed by inflating the balloon under water. A split was noted at the point where the balloon connects to the cuff. The patient recovered with no further adverse effects.